Event description:
Pt was to have non-functioning port-a-cath removed. When surgeon was attempting to remove the catheter, it broke at the connection with the catheter lodging in the atrium per x-ray. Pt transferred to radiology then to st. Louis.